Manufacturer narrative:
Investigation found that pump showed impact bent platen causing pump failed 40 psi test. Platen was replaced to resolve the issue.

Event description:
Information received indicates that pump's platen is bent.